Event description:
Account alleged siderail not latching. Hill-rom tech found this was due to a sticky substance not letting the latch move. No injury reported. Tech cleaned out the sticky substance to resolve this issue.